Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware a patient who had their light adjustable lens (lal) explanted due to blurred vision and another lal was implanted as a replacement. Post iol exchange, the patient continued to experience blurry vision despite having a plano refraction. The patient was later diagnosed with fuchs dystrophy and stated they needed a corneal cell transplant.